Manufacturer narrative:
The insulin pump passed the displacement test, off no power test, and reset error test. The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to this alarm. The insulin pump was monitored for 24 hours with no blank display noted, and all operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump also had moisture damage to the electronics stack and motor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked belt clip slot, cracked battery tube threads, a cracked display window, a cracked case and a stained end cap sticker.

Event description:
The customer's father reported via telephone call that the insulin pump had a blank display. There were cracks noted at the top of the reservoir and battery compartments. The caller did not know the blood glucose reading. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.